Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen in clinic for routine follow up. It was noted that the left ventricular lead exhibited loss of capture and anodal stimulation was noted at one capture vector. The patient was scheduled for lead revision. The left ventricular lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 86.5cm. Analysis was normal. No anomalies were found.